Manufacturer narrative:
Tyrx-aae absorbable envelope implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted the patient was also implanted with an absorbable envelope.

Manufacturer narrative:
Concomitant medical products: dtbb1d4 crtd, implanted: (B)(6) 2018; 6947m55 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. The device system was later replaced. No further patient complications have been reported as a result of this event.